Event description:
Mw received a l tha on (B)(6) 2011 by dr (B)(6) for end-stage osteoarthritis of the left hip. The implant used was a stryker rejuvenate stem size 11 with a 42mm length 127 -degree straight neck and a 28mm +0 biolox ceramic head, a size 62 adm cup with an x3 liner. Follow hip replacement, he began experiencing insidious rise in his blood and urine cobalt levels and he was diagnosed with lymphoma. There is some concern that his lymphoma may have been related to his rising cobalt level. On (B)(6) 2015, he has a serum / plasma cobalt level of 5.2 ppb. He elected to have the left hip revised without evident hip symptoms or pseudotumor due to the plausible connection of his lymphoma to his rising cobalt levels and the concern that he may be at a greater surgical risk of his lymphoma progress to require immunosuppression in the future. The left hip was revised on (B)(6) 2015 by dr (B)(6). The cobalt level of the left hip fluid aspirated at the time of surgery was 900 ppb and the chromium level at the hip was 390 ppb. His urine cobalt level was checked at about 3 months post revision and was only 1 ppb. His replacement implant was a zimmer wagner sl revision stem 17mm by 225mm, 36mm +0 delta ceramic option head, zimmer continuum shell 64mm od, vivacit e neutral liner, 4 dome screws and 3 luque wires to repair the extended trochanteric osteotomy, which was indicated to remove the prior rejuvenate stem. FDA safety report ID# (B)(4).